Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058

Manufacturer narrative:
Additional information was received on nov 3, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation, dryness, nausea related to a bipap device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device, observed an unknown orange/ brown coloured contaminant on the bottom of the device and humidifier, an unknown contaminant was observed on the top enclosure and on the sd card/ modem flip doors, an unknown dust contaminant was observed on the front panel, bottom enclosure, blower, blower seal, and blower box, a piece of blue plastic-like particle, similar to a piece of the filter retention clip, was observed sitting on the blower box under the blower, evidence of liquid ingress was observed on the blower. During the investigation of the humidifier, a dark contaminant was observed inside the iso port of the flip lid and on the flip lid seal, the flip lid seal was observed to have not been seated properly on the lid, an unknown dust contaminant was observed on the water tank lift tray, bottom enclosure, dry box, and the dry box seal. They also observed an unknown contaminant was observed on the dry box, one of the back panel screws was observed to have a rust corrosion to it, possibly from liquid ingress to it, an unknown dust contaminant was observed on the back panel, the screw boss under the back panel appeared to be cracked, the bottom cover screws were observed to have a corrosion to them suggesting liquid ingress to them, an unknown contaminant was observed on the bottom cover, the heater plate was observed to have liquid ingress to it. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms. There was no evidence of sound abatement foam degradation. Sections d8, d9, h2, h3, h6 has been updated in this report.